Manufacturer narrative:
Product event summary: battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Analysis of the battery revealed that it met specifications; the device passed visual examination and functional testing. Log file analysis revealed two critical battery alarms on (B)(4), which confirms the reported event. The log files also revealed instances of the controller switching its power connection from one battery to the other before the first battery is discharged below 25%. The battery was in use when the reported event occurred. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. The probable cause for the critical battery alarm is controller communication error with the battery. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient experienced one ¿critical battery¿ alarm which was confirmed by log file review. The battery was exchanged. No patient complications have been reported as a result of this event.